Manufacturer narrative:
Corrected data: h4: manufacture data: 5/22/96. Section f1-14: this section has been completed by the manufacturer. Additional information has requested from the user facility. Summary of evaluation: as received, the assembly is observed to be in good condition. Inspection of the returned device revealed there is some toggle between the metal shell and the polyethylene insert. Due to the tolerance requirements for this product and meets final inspection standards for this product. The device history record was reviewed and no discrepancies were observed.

Event description:
The surgeon felt there was too much motion between the ring and outer shell of bipolar component. There was no adverse consequence for the pt or delay in surgery or anesthesia time.